Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. Cts provided follow-up support due to frequent occlusion issues.